Manufacturer narrative:
This event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request evaluation summary: post market vigilance (pmv) led an evaluation of two reloads. For reload 1 the visual inspection of the cartridge revealed that the reload was partially fired. The anvil clamping mechanism was deformed. For reload 2 the visual inspection of the cartridge revealed that the reload was prefired and engaged in interlock. The anvil clamping mechanism was deformed. Functional testing was completed with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Replication of the anvil clamping mechanism deformation may occur through clamping over excessive thickness. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a thoraco/pneumothorax procedure, the first firing for the bulla resection with a reload was successful. For the second firing, they connected the reload to the handle and the surgeon started to squeeze the handle when crack sounds were heard. The surgeon could not fire the device and pulled the black return knob back on the halfway. The reload was replaced, the jaws were able to be closed; however the handle ran idle and the surgeon could not fire the device. It was replaced with another reload and the same event occurred. They then replaced the handle and reload. The surgeon started to squeeze the handle but a crack sound was heard, the surgeon could not fire the device and pulled the black return knob back on the halfway. They replaced the device with a competitor's device and the procedure was completed. The sales rep connected this cartridge to the demonstration handle. He tried to fire the device for a trial and could fire it. The product did not lock on tissue and was removed from the tissue without damaging it. Oozing bleeding occurred as a result of the issue. The status of the patient is with no problem. The staple line was I ncomplete. The tissue was stuck by the u-formed staples and injured. The surgical time was extended by more than 30 min. Additional tissue resection is not required. The incision site was not extended. Nothing fell into the patient's cavity.